Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was receiving unknown drug (unknown dose and concentration) via an implantable pump for non-malignant pain. It was reported that the patient stated that the device was not working well. The date of the event was not provided. No patient symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that in the patient's case the problem was not a matter of equipment malfunctioning. The problem was their nose started bleeding. The patient stopped using the CPAP for several days. When they started using it again their nose started bleeding again after two to three days. The patient did that several times with the same result.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.